Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, a cook instinct endoscopic hemoclip was used through a colonoscope to close a post-polypectomy site. The clip was able to be closed and attached to the tissue site, but the clip would not release from the clip deployment device and could not be reopened. When the user pulled hard, the clip came off the tissue site in the closed position. See MDR 1037905-2013-00299. The second clip was able to be closed and attached to the tissue site, but would not release from the clip deployment device initially. Eventually the clip released from the clip deployment device but this required too much effort. See MDR 1037905-2013-00300. During a different procedure, the exact observations were made again with two cook instinct endoscopic hemoclips. See mdrs 1037905-2013-00301 and 1037905-2013-00302. No part of the clip deployment device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.